Manufacturer narrative:
Tech replaced the hand pendant, communication cable and right hand/left hand grips to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Tech alleged that the bed was not placing a nurse call.